Manufacturer narrative:
The endoscopy support specialist (ess) covered and explained the pre-cleaning, process following olympus guideline on reprocessing with the customer. Additionally, ess corrected all deviated steps for manual cleaning reprocessing and reviewed the cleaning step by step with the customer to incorporate other sinks that are available for flushing and rinsing scopes with water. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During an in-service in reprocessing of evis exera iii colonovideoscope, the endoscopy support specialist (ess) observed a deviation in the scope cleaning process as the facility was not using channel cleaning adapter and was not flushing the auxiliary water channel during cleaning. The was no suction adapter attached to electrical connector for cleaning. There was no harm, user injury or infection reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section. Correction to. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation attributed the likely cause to insufficient training. The instructions for use (reprocessing manual) warns on insufficient reprocessing in 1.4 precautions: "an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." The instructions for use (reprocessing manual)also warns on insufficient reprocessing of the channels in 1.4 precautions: "all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators." The instructions for use (reprocessing manual) chapter 2 function and inspection of the accessories for reprocessing states detailed information of usage and cleaning steps of each endo therapy accessory.